Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the ball tip single use fiber's distal tip had a small portion missing/ broken off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connector is intact without any visual defects. The length of the laser fiber does not have visual defects such as kinks or breaks. The distal tip appears to have a small portion of fiber missing/ broken off. The cause of the distal tip not being fully intact cannot be determined at this time. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.